Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding patients who were implanted with implantable neurostimulators (ins) for unknown indications for use. It was reported that the reason for the call was that the caller had patients in the past where the MRI scan started and the patient reported a feeling of electricity in their genital area. One particular patient indicated that this had happened to them before in the same way. The caller did not have any further information on these historical events. The caller was not with the patient. The caller confirmed the patients were fine once removed from the machine.